Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman t/l catheter, j-tip guidewire and hoop, introducer needle (with needle protector), three end caps, one syringe, and one tunneler were returned. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified deformation, stretching and fracture issue as the guidewire appeared to be unraveling upon inspection and multiple bends were observed toward both the proximal and distal ends of the guidewire. Further, at the point of uncoiling, no inner core wires were observed. However, the investigation is inconclusive for the reported failure to advance as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the catheter placement procedure, the needle was allegedly blocked and the guidewire was unable to pass through the needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that during the catheter placement procedure, the needle was allegedly blocked and the guidewire was unable to pass through the needle. There was no reported patient injury.